Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in the emergency room with multiple inappropriate shocks. Oversensing due to noise was noted on the stored egms. The noise was not reproduced with isometrics and arm movements. The lead was explanted and replaced. The patient was doing fine after the event.